Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 118.5 mcg/day) via an implantable pump. It was reported that the only common denominator with last year¿s incident was a motor stall during magnetic resonance imaging (MRI), with subsequent recovery noted in the logs. Information omitted from file as it had already been reported in (B)(4) (for volume discrepancy).

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 118.5 mcg/day) via an implantable pump. It was reported that the only common denominator with last year¿s incident was a motor stall during magnetic resonance imaging (MRI), with subsequent recovery noted in the logs.